Event description:
It was reported that the patient had an infection. The device was explanted and a new one was placed in a different location. Per the hcp, the patient had an order for a PICC line in 2009, "probably for IV antibiotics". Specific patient symptoms were not reported. The report indicated that the patient "is doing well now". The pump was used to deliver morphine.